Manufacturer narrative:
Lot number provided. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 82033m800. Using world wide field data the historical performance of reagent lot 82033m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 82033m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect ca 19-9xr, list 2k91-32, that has a similar product distributed in the us, ca 19-9xr, list number 2k91-29/2k91-33. Patient information: no patient specific information could be obtained.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result for a patient in (B)(6). The customer indicated following an operation (type and details unknown) the patient's specimen generated 50 u/ml, in (B)(6) a sample generated 200 u/ml and in (B)(6) a sample generated 50 u/ml. No adverse impact to patient management was reported.